Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with new set-up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as visual examination of the non-cavity ID end interior potting surface noted a short fiber located at approximately one hundred and seventy five degrees with the dialysate port situated at zero degrees. The short fiber was exposed on the non-cavity ID superior potting cut surface, and may have allowed a leak pathway into the dialysate compartment. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.